Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed 14mm in length target lesion was located in the moderately tortuous, mildly calcified and 1.4mm in diameter left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There was no damage to the markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed 14 mm in length target lesion was located in the moderately tortuous, mildly calcified and 1.4 mm in diameter left anterior descending (lad) artery. A 1.50 mm x 15 mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.